Event description:
Same case as MFR report #: 2134265-2010-01043. It was reported that during a rotational atherectomy procedure, withdrawal difficulties were encountered. The greater than 70% stenosed lesion was located in the moderately calcified and moderately tortuous circumflex artery. This was a previously stented segment, with the lesion of treatment being 5-10mm in length. Initially, the physician attempted to utilize a 1.75mm rotalink plus burr however it would not cross the lesion. The physician then exchanged for the 1.5mm rotalink plus. The physician advanced the 1.5mm rotalink plus burr to a distal lesion, and began to ablate the lesion at 160,000 rpms. However, the 1.5mm rotalink plus burr became stuck and the rotablator console system stalled. The physician attempted to advance a wire beyond the 1.5mm rotalink plus burr however this was unsuccessful. The physician attempted to advance a balloon beyond the burr however this was unsuccessful. The physician then gave the patient infusions of unspecified dilators however this did not release the burr. The physician also attempted to dynaglide the burr out and was unsuccessful. Another physician was able to dislodge the 1.5mm rotalink plus burr following sustained dynaglide attempts. No further intervention was completed. The patient experienced no symptoms during the retrieval attempts. No patient complications were reported, and patient's status was reported as ¿fine¿.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)